Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hemodialysis clinic reported that the power cord was burnt. The plug was discolored on the flat surface where the prongs stick out. There were never any smoke, flames, sparks, melting or burning smell. Power cord was replaced. The event was observed during an internal audit. No patient involvement.

Manufacturer narrative:
The alleged event was not confirmed. The device component was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."